Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm cleaned the cable connections at both ends of the coil cable. The stm reloaded the software and noted that after installation, the iabp would not enter user or service mode and only displayed "maquet" on the screen. The stm ordered parts and returned at a later date to replace the video generator board, then calibrated the touchscreen. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was being used for initial training of cathlab staff, it turned off by itself with no alarm. There was no patient involved and no adverse event was reported.